Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported seeing a recharger not found message. The following troubleshooting steps were performed; moved the recharger closer to the handset, reset the recharger. Following the recharger reset on the call, the patient reported the recharger power light was red. They powered the recharger off and back on, then stated the recharger power light was green and circling. They reported then getting a "recharger error, service code 2702" message. They dismissed this message and were able to connect with the ins with excellent connection initially, then lost connection. They mentioned the ins was located "really low." Recharger placement best practices were reviewed. Following repositioning the recharger on the ins, the patient confirmed they connected to charge with good connection. The ins was at 70%. They had not charged their ins in over 10 days, but were trying to charge over the weekend when they were getting 'recharger not found,' and inquired how the ins could be at 70%. It was reviewed the ins could still charge when getting 'recharger not found.' The patient planned to continue charging the ins fully. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back repeating a continuation of event previously reported in this case. Pt reported again getting recharger not found despite having recharger on ins and stated recharger is not beeping. Walked pt through recharger reset. Following reset pt stated the recharger power light initially came on red, then went out and came back on green and circling. Pt then stated they didn't have recharging application open. Pt opened recharging app and positioned recharger on ins. Reviewed recharging best practices. Pt confirmed charging ins with excellent connection at end of call, ins at 90%. Pt inquired how ins battery could be at 90% if pt was getting recharger not found. Reviewed pt can still charge ins when recharger is not connected with handset. Troubleshooting steps above resolved issue on call. On 2021(B)(6) the patient responded in a letter reporting that the issue had been confirmed resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is peeing every 15 minutes which started monday night. Patient said they tried charging but didn't do it right. When asked if they had any falls or accidents or change in diet and the patient said no. Patient is sitting with belt on with recharger over their pajamas. Patient gets message recharger not found and was advised to try leaning forward to make the stimulator become more superficial. Patient said they put their stimulator really low and is practically sitting on it. Had patient feel the stimulator and move the recharger from the middle of stimulator outward 2-4 cm and wait 30 seconds. Walked caller through a hard reset. Patient got error code 3167. After they cleared the error code the recharger connected to stimulator at 40% charge, excellent, and my therapy was on. While being on the phone with patient the stimulator battery advanced up to 70% charge. Patient thinks it is the position of the stimulator which is making it difficult because she has to push down into the bed to get the recharger working. Patient was going to continue to recharge until they reached 100%. Patient was advised they could use the handset and communicator and consider adjusting the stimulation to where they feel it but doesn't hurt, and to wait a couple days and see if she gets relief, or call back if they need help walking through how to adjust the settings. Additional information was received from a consumer and a manufacturer representative. The rep reported the cause of the difficulty maintaining connection to recharge was determined to be positioning. The steps taken were patient services walked the patient through the steps and no surgical intervention was performed. The patient is able to successfully charge their implant. The rep said the ins is at regular depth and nothing unusual. The rep said the issue was resolved by the patient services team. On (B)(6) 2021 the patient called back reporting the same issues with recharging. Patient (pt) states they are seeing searching but it won't find the device. Pt states on the call seeing 1707 and then recharger is inactive. After repositioning it again, pt was able to pull up excellent recharge quality for a short time and reports their battery is at 0%. Pt then stated they lost connection again and went back to searching. Pt has a follow up appointment with their doctor next week but could not confirm the date. Pt also mentioned the ins isn't placed high enough and it's almost where they sit on the implant. Patient services reviewed repeating steps of repositioning antenna, sitting and leaning forward, and using belt and making it snug. Patient services also recommended getting in person education at the appointment.

Event description:
Additional information was received from the patient. They reported that they continued to have recharger related problems, they were seeing recharger not found message while charging their ins. They had already hit retry multiple times. And the issue was not resolved. They reset the recharger which resolved the issue and resulted in a 3167 code. The patient dismissed the code, but then had difficulty positioning the recharger over the ins and encountered a 1707. It was reviewed how to dismiss the code and reposition the recharger. They were able to do so successfully and was charging the ins battery at 50%. They called back on 2021-jul-15 getting recharger not found again when trying to charge their ins. Initially they stated the recharger power light was slowly blinking green when they were seeing the message. They powered off, then back on the recharger an continued getting recharger not found. They reset the recharger and got service code 3167. They dismissed the code, then positioned the charger on the ins and confirmed charging with e xcellent connection at the end of the call. The ins was at 60%. The caller was instructed to continue charging and call back if further assistance was needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.